Event description:
A laser fiber that was being utilized during a surgical procedure malfunctioned causing the distal tip to break off and fall into the pt's bladder. When a second laser fiber was utilized, it began to develop gray and black burn lines at the distal tip of the fiber.